Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue; guide catheter: heartrail il3.5; other: corsair. (B)(4). The device was not returned for analysis. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the posterior lateral artery off the circumflex artery that was mildly tortuous, heavily calcified and 90% stenosed. The mini trek rx 1.5 x 12 mm balloon dilatation catheter (bdc) was used for pre-dilatation. The device was inflated once at 8 atmospheres without issue. When inflated for the second time, the balloon ruptured at 10 atmospheres. There was resistance felt with the anatomy during advancement and removal of the device. The device was replaced with a trek rx 1.2 x 6 mm bdc which inflated without any issue. It was reported that the device was prepped inside the anatomy. The lesion was additionally dilated with an nc trek 2.25 x 12 mm bdc and a xience alpine 2.25 x 12 stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.